Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received failed battery, blank display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had failed battery and screen went blank and had to press buttons more than once. The customer was advised that the battery cap will be replaced. The insulin pump will not be returned for analysis.